Event description:
A trilogy100 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the third-party service center, error codes was found in the ventilator's downloaded error log indicating the internal battery has been depleted and battery cell under-voltage inside the battery pack. There was no confirmation regarding foam particles. The device was scrapped as per customer request. There was no other information provided at this time.